Event description:
Wore a phillips mcot (mobile cardiac outpatient telemetry) device to monitor/capture any arrhythmias and on (B)(6) 2024 I believe that I had a severe or almost fatal rhythm change that caused me to go grey/blue, syncope, had low o2 (oxygen) saturations, and be hospitalized and I am certain the device did not auto capture what happened.